Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure (pre-anesthesia), the touchscreen on the vision side cart (vsc) dropped onto the bridge of a nurse's nose, causing bleeding and a 1-2 cm injury that required treatment in an emergency department and an x-ray. The injury required taping, and the x-ray was negative for fracture. The staff complained that the monitor arm was swinging out, which is what caused the initial injury. The procedure was being completed as planned. There was no reported delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and performed a mechanical adjustment to resolve the issue. The fse tightened the arm joint screws on the vision side cart (vsc).